Event description:
The lay user/pt contacted lifescan (lfs) alleging that the product had the following processor issue: battery indicator showed up three times in 2008. This was not a new out of box product and there was no meter trauma. The meter's battery was changed per the owner's manual. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.